Event description:
Staff exposure resulted in need to perform rapid antigen test on bd veritor resulting in positive result. Pcr sent out also on this date with results returning (B)(6) 2020 resulting in negative result. Resident placed in covid-19 unit due to positive antigen test; negative symptoms. In skilled nursing facility due to cognitive loss.